Event description:
Patient with an implanted port for chemotherapy. When this port was 'accessed', staff found there was a problem with it. Referred patient to ed for chest x-ray, where it was found that the distal piece of the catheter had broken off. FDA safety report ID# (B)(4).